Event description:
This event is from a journal article. It was reported that a pt underwent a gynecological procedure for a prolapse on an unknown date and mesh was implanted. The pt experienced a vaginal exposure of the mesh which was likely excised. No additional information is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should addition information be obtained, a supplemental 3500a form will be submitted according.